Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) is not available.

Event description:
During a procedure the patient experienced a pericardial tamponade. After performing full mapping, radio frequency applications were done with on the right superior pulmonary vein, a steam pop was heard, and the patient became hypotensive. A pericardial tamponade was confirmed with ultrasound. The patient's condition was stable after a pericardiocentesis was performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).